Manufacturer narrative:
Insulin pump received with detached end cap. Insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the bottom portion of the pump is coming off and is being held on by tape. Customer stated that the damage hinders the delivery of insulin. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.